Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 21:28:37 on (B)(6) 2025. At 03:04:57 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 130 bpm. At 03:05:35, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 150 bpm. Post shock rhythm was asystole transitioning to an idioventricular rhythm from 10-70 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 03:46:13 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.